Manufacturer narrative:
The target lesion was highly stenosed. Resistance was noted while advancing the device to the lesion. Excessive force was used. The device failed to cross the lesion. The resolute onyx that had the lifted strut got caught on the tip of the guide catheter when being pulled back out of the patient. The procedure was completed with 2 other resolute onyx stents (2.25 x 18mm onyx <(>&<)> 2.25 x 12mm onyx). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute onyx drug eluting stent to treat a highly calcified <(>&<)> highly tortuous lesion in the mid rca. There was no resistance noted while removing the device from the hoop. The device was inspected before use with no issues noted. The lesion was pre-dilated. It was reported that the device failed to cross the lesion and the hypotube kinked while attempting to cross the lesion. It was subsequently reported that another resolute onyx had a lifted strut when pulled back into the guide catheter at an acute angle. No patient injury is reported.